Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 03/02/2017. The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings. During investigation, the black box showed multiple unexpected pump reboot events. The battery compartment was found to be cracked. The returned battery cap threads were found to be stripped. The battery cap was unable to fit. The reboots were duplicated. A test battery cap was able to fit but was unable to secure. Using a test cap, the pump lost power during the 24 hour duration test due to a loose cap. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was no further moisture ingress or any intermittent condition found to be power printed circuit board.